Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 450cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade iii on her left side postoperatively. On (B)(6) 2022, mentor became aware that patient experienced bilateral capsular contracture; baker grade ii, and right side device was implanted back after surgical intervention as the patient underwent unilateral left side explantation and replacement with catalog number 3504501bc; (B)(4) on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2022, it was decided to add off-label use, to more accurately capture the implant reimplantation. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4). H6 medical device problem code updated to off label use.